Event description:
The physician reported the intraocular lens was removed and replaced without complication due to the patient's undesired refractive outcome. Lens was replaced with another multifocal lens.

Manufacturer narrative:
The lens was received cut in two pieces across the optic. This condition precluded optical analysis of the diopter. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. The diopter measurement records from this particular lens were verified and showed to be within specifications. A review of the historical complaint data base revealed that no simular complaints from this lot number were received. Our observations reasonably suggest this event is not manufacturing related.